Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient has reported that aligners are not fitting well and causing enamel erosion. Patient stated they have lost a lot of enamel since starting treatment with byte. They also stated that the hyperbyte seems to hurt their teeth and not feeling or seeing any progress in their bite. They are concerned that the treatment plan is not correcting their underbite appropriately. Requested additional information from patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.